Event description:
The complainant reports an over delivery. It was reported that a pt being fed through the jejunum received 240 ml of feed in 2 hrs instead of the intended 4 hrs. The rate was intended to be 67 ml per hr.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.